Event description:
It was reported that the customer was having charging issues with the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.